Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r over-sensing. No intervention was performed.

Event description:
New information received notes programming changes were made on the patient's implantable cardioverter defibrillator (ICD) to restore normal parameters. There were no patient consequences.